Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the helix and difficult-to-position allegations were confirmed based on the field report and the finding of dried blood in the helix housing. The dislodgement allegation was not confirmed, lab observations & field report are insufficient to verify dislodgement. The high threshold allegation was not confirmed, lead resistances measured normal.

Event description:
It was reported that this right ventricular (rv) lead was partially dislodged from the heart wall which caused high pacing thresholds. This is due to the migration of the pacemaker in the pectoral region. The dislodgement was confirmed with an x-ray. The patient underwent a surgical intervention to reposition the lead but helix extension/retractions issues with placement difficulties were encountered, thus the physician decided to remove the lead and implant a new rv lead. No additional adverse patient effects were reported.